Manufacturer narrative:
B5: upon follow-up, it was reported that the peritonitis was manifested by abdominal pain and cloudy pd effluent. One day after the manifestation events, the patient was diagnosed with peritonitis. The cause of peritonitis was due to a break in aseptic technique. The break in aseptic technique was not further described. It was reported that the patient was not hospitalized for the event and was treated as an outpatient. The day after the event onset, the patient was treated with vancomycin injection (1gm, intraperitoneal, once every 3rd day, discontinued) and meropenem injection (500mg, intravenous, twice a day, discontinued) for peritonitis. The patient was retrained on proper aseptic technique. It was reported that the patient treatment with dianeal 1.5% was discontinued and dianeal 2.5% was ongoing. At the time of this report, the patient recovered from peritonitis. H11: this report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. Should additional relevant information become available, a supplemental report will be submitted..

Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of peritonitis was not reported. It was not reported if the patient was hospitalized for the event. The patient was treated with vancomycin injection (1g, once in 3 days) and meropenem injection (500mg, intravenous, twice daily). Patient outcome and action taken with pd therapy were not reported. No additional information is available.